Event description:
Event description guidant received information that during the attempted implant of this lead, it had gotten caught in the tricuspid valve's chordae tendinae. The lead was able to be removed by manipulation with a stylet, however, the tines of the lead remained stuck in the valve. No adverse patient effects were reported.